Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 51 mg/dl at the time of incident. Customer¿s other blood glucose level was 34 mg/dl and 100 mg/dl. The customer did not provide details on symptoms and treatment related to the low blood glucose level episodes. Customer was declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.